Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a shaft separation occurred. A guidezilla ii 6f catheter-guide extension was selected for use. During the removal, it was noted that the shaft separated at the catheter connection which was outside the patient's body at the time of the fracture. The severed section came out with the percutaneous transluminal coronary angioplasty (ptca) balloon on the wire without issue. The procedure was completed with this device. No complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. At 73.5cm from the strain relief, the hypotube of the device was kinked. There was full collar and shaft detachment and there was blood present in the shaft of the device. The damage to the device indicates there was force during handling of the device.

Event description:
It was reported that a shaft separation occurred. A guidezilla ii 6f catheter-guide extension was selected for use. During the removal, it was noted that the shaft separated at the catheter connection which was outside the patient's body at the time of the fracture. The severed section came out with the percutaneous transluminal coronary angioplasty (ptca) balloon on the wire without issue. The procedure was completed with this device. No complications reported.